Event description:
A surgeon reports that during lasik surgery, the monitor went blue, and then the device shut off. There was a hard drive failure and the procedure could not be completed during the same session. The pt returned at a later date, the surgery was completed and there were no outcome issues associated with this event.